Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient experienced stoma site pain. On (B)(6) 2021 during a nursing visit, the patient remained hospitalized due to inflammation in the stoma site area and elevated crp values. The patient was treated with intravenous begalin 1x3 and the stoma site was cleaned and cared. On (B)(6) 2021, the patient's crp level decreased to 11 and the patient was discharged from the hospital and received treatment of 1 gm of oral augmentin 1x2 for 7 days for the stoma inflammation.